Event description:
The customer reported via phone call that they were admitted to emergency room due to hyperglycemia on (B)(6) 2022. The customer's blood glucose level at the time of incident was 480 mg/dl. Troubleshooting was not performed. Customer reported there was leak. It was unknown if the insulin pump was on auto mode. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.